Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location: essure coils outside the identifiable portion of fallopian tube"), uterine perforation ("perforation of device / perforation / perforation (uterus)"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgical removal of coil(s) failed" on (B)(6) 2017. The patient's concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis and morbid obesity. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, glimepiride, ibuprofen, insulin, liraglutide (victoza), oxycodone, pregabalin (lyrica), sitagliptin phosphate (januvia), vicodin (lortab), vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy, endometrial balloon ablation thermachoice). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection and fibromyalgia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date. (B)(6) 2009. She did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results: (B)(6) 2017:pathology reportspecimen. A- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Hysterosalpingogram: coil had perforated fallopian tube by healthcare provider. Most recent follow-up information incorporated above includes: on (B)(6) 2018: treatment medication ¿flagyl¿ and concomitant medications were added. Furthermore the events ¿dysmenorrhea¿ and ¿device removal failed¿ and onset date of event ¿vaginal infection¿ were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), uterine perforation ("perforation of device / perforation"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it."), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis and morbid obesity. Concomitant products included gabapentin and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (hysterectomy laparoscopic (B)(6) 2017 left salpingectomy), and surgery (endometrial balloon ablation thermachoice). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection and fibromyalgia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date. (B)(6) 2009 . She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results: (B)(6) 2017:pathology reportspecimen. A- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm hysterosalpingogram: coil had perforated fallopian tube by healthcare provider. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia , fallopian tube perforation fibromayalgia are added. Lot number added. Lab data updated. Historical & concomitant conditions are drugs added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location: essure coils outside the identifiable portion of fallopian tube"), uterine perforation ("perforation of device / perforation / perforation (uterus)"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgical removal of coil(s) failed" on (B)(6) 2017. The patient's concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), oxycocet (percocet), oxycodone, pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vicodin (lortab), vitamin b, vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), depression ("depression"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with metronidazole (flagyl), surgery (hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy), surgery (endometrial balloon ablation thermachoice). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, fibromyalgia, insomnia, depression, rash, skin burning sensation, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date. (B)(6) 2009 & (B)(6) 2009 she did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: perforation. (B)(6) 2017:pathology reportspecimen. A- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Hysterosalpingogram: coil had perforated fallopian tube by healthcare provider. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- insomnia, depression, feels like skin on fire, bladder problem, urinary disorders, migraines, dental problems, weight gain, dyspareunia (painful sexual intercourse), irritable bowel syndrome, fatigue, lower back pain, abdominal pain, leg pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), uterine perforation ("perforation of device / perforation") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / severe pain"). The patient was treated with surgery (laparoscopic left salpingectomy and partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received via a summons form: new event "heavy bleeding" was added. New reporter was also added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location: essure coils outside the identifiable portion of fallopian tube"), uterine perforation ("perforation of device / perforation / perforation (uterus)"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgical removal of coil(s) failed" on 14-apr-2017. The patient's concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), oxycocet (percocet), oxycodone, pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vicodin (lortab), vitamin b, vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), depression ("depression"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with metronidazole (flagyl), surgery (hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy,oophorectomy), surgery (endometrial balloon ablation thermachoice) and surgery (total vaginal hysterectomy performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, fibromyalgia, insomnia, depression, rash, skin burning sensation, bladder disorder, dysuria, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date. (B)(6) 2009. She did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: perforation 14-apr-2017:pathology reportspecimen a- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm hysterosalpingogram: coil had perforated fallopian tube by healthcare provider. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location: essure coils outside the identifiable portion of fallopian tube"), uterine perforation ("perforation of device / perforation / perforation (uterus)"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgical removal of coil(s) failed" on (B)(6) 2017. The patient's concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), oxycocet (percocet), oxycodone, pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vicodin (lortab), vitamin b, vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 3 months after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), depression ("depression"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with metronidazole (flagyl), surgery (hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy,oophorectomy), surgery (hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy), surgery (hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy), surgery (endometrial balloon ablation thermachoice) and surgery (total vaginal hysterectomy performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, fibromyalgia, insomnia, depression, rash, skin burning sensation, bladder disorder, dysuria, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date. (B)(6) 2009 she did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: perforation . (B)(6) 2017:pathology report specimen. A- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Hysterosalpingogram: coil had perforated fallopian tube by healthcare provider. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received: event outcome updated from unknown to not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of essure device, location: essure coils outside the identifiable portion of fallopian tube'), uterine perforation ('perforation of device / perforation / perforation (uterus)'), fallopian tube perforation ('one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me/ essure dense encased in adipose.'), menorrhagia ('menorrhagia') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017:pathology reportspecimen a- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009, oxycodone, oxycodone hydrochloride;paracetamol (percocet), pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vitamin b complex (vitamin b), vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain / severe pain / pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication of device removal ("surgical removal of coil(s) failed"), insomnia ("insomnia"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics and surgery (endometrial balloon ablation thermachoice, hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy,oophorectomy, hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy and total vaginal hysterectomy performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device breakage, anxiety, urinary tract disorder and vaginal discharge outcome was unknown, the device dislocation, uterine perforation, fallopian tube perforation, dysmenorrhoea, vaginal infection, fibromyalgia, complication of device removal, insomnia, depression, rash, skin burning sensation, bladder disorder, dysuria, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin had not resolved and the menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date. (B)(6) 2009 & (B)(6) 2009 she did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Date(s) of removal: (B)(6) 2017(discrepancy noted per pif). Patient received treatment for pain, bleeding, urinary/bladder problems, migration, perforation, fracture, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: results: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event device breakage, urinary problems, vaginal discharge were added. Event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, genital hemorrhage were updated as recovered. Rcc note added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of essure device, location: essure coils outside the identifiable portion of fallopian tube'), uterine perforation ('perforation of device / perforation / perforation (uterus)'), fallopian tube perforation ('one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me/ essure dense encased in adipose.'), menorrhagia ('menorrhagia') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017:pathology reportspecimen a- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: - fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), medroxyprogesterone acetate (depo-provera) (B)(6) 2009, oxycodone, oxycodone hydrochloride;paracetamol (percocet), pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vitamin b complex (vitamin b), vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain / severe pain / pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication of device removal ("surgical removal of coil(s) failed"), insomnia ("insomnia"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics and surgery (endometrial balloon ablation thermachoice, hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy,oophorectomy, hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy and total vaginal hysterectomy performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device breakage, anxiety, urinary tract disorder and vaginal discharge outcome was unknown, the device dislocation, uterine perforation, fallopian tube perforation, dysmenorrhoea, vaginal infection, fibromyalgia, complication of device removal, insomnia, depression, rash, skin burning sensation, bladder disorder, dysuria, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin had not resolved and the menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date. (B)(6) 2009 she did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Date(s) of removal: (B)(6) 2017(discrepancy noted per pif). Patient received treatment for pain, bleeding, urinary/bladder problems, migration, perforation, fracture, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: results: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and uterine perforation ("perforation of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic left salpingectomy and partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, uterine perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location: essure coils outside the identifiable portion of fallopian tube"), uterine perforation ("perforation of device / perforation / perforation (uterus)"), fallopian tube perforation ("one of the coils had perforated the one of her fallopian tubes/the coil was near the colon and could not remove it./to my colon the other is buried beneath so much scar tissue from both coils freely moving within me/ essure dense encased in adipose."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017: pathology report specimen. A- left fallopian tube-perm. Diagnosis: left uterine tube, salpingectomy: fallopian tube with benign paratubal cyst; negative for intraepithelial neoplasia or malignancy. Gross description the specimen is designated "left fallopian tube" and consists of multiple grayish-purple soft tissue fragments with associated fatty tags aggregating to 4.2 x 1.7 x 1.0 cm. Concurrent conditions included uterine bleeding, adenomyosis, endometriosis, nabothian cyst, cervicitis, morbid obesity, abdominal cramps, nerve damage, skin irritation, numbness of lower extremities and paraesthesia lower limb. Concomitant products included cyclobenzaprine, fluoxetine hydrochloride (prozac), gabapentin, glimepiride, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, insulin, insulin lispro (humalog), lidocaine, liraglutide (victoza), medroxyprogesterone acetate (depo-provera)2-mar-2009 to june 2009, oxycodone, oxycodone hydrochloride;paracetamol (percocet), pravastatin, pregabalin (lyrica), sitagliptin phosphate (januvia), topiramate, trazodone, vitamin b complex (vitamin b), vitamin b12 nos and zolpidem. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain / severe pain / pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication of device removal ("surgical removal of coil(s) failed"), insomnia ("insomnia"), rash ("constant rashes and"), skin burning sensation ("skin feeling as if it were on fire"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), pain ("entire body and skin pain") and pain of skin ("entire body and skin pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl) and surgery (endometrial balloon ablation thermachoice, hysterectomy laparoscopic (B)(6) 2017 and left salpingectomy,oophorectomy, hysterectomy laparoscopic (B)(6) 2017 left salpingectomy, oophorectomy and total vaginal hysterectomy performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, fibromyalgia, complication of device removal, insomnia, depression, rash, skin burning sensation, bladder disorder, dysuria, migraine, headache, tooth disorder, weight increased, dyspareunia, irritable bowel syndrome, alopecia, fatigue, abdominal pain lower, back pain, pain in extremity, pain and pain of skin had not resolved and the anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, pain, pain in extremity, pain of skin, pelvic pain, rash, skin burning sensation, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date.(B)(6) 2009 & (B)(6) 2009 she did not have essure (or any part of the device) removed. She said she removed 1 fallopian tube, but the coil was not there, the coil was near the colon and could not remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in 2009: results: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Added events mental anguish. Updated onset date of events. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.